Event description:
It was reported that the user attempted to scan a freestyle libre 3+ sensor with the abbott app while using the ilet bionic pancreas and was informed the sensor could not be scanned because it was already in use by another device, after which the user was advised to replace the sensor and was reminded about the blood glucose run mode. No adverse clinical signs, symptoms, or conditions were reported. Outcomes included completion of troubleshooting and education with no further assistance requested and no hospitalization. User support included customer interview and product use review focused on sensor pairing and device compatibility. Investigation of this case revealed a sensor connectivity and pairing conflict attributable to the sensor being associated with another device, with no malfunction of the ilet system identified. It was concluded, based on previously established findings for similar reports, that the cause was user and device configuration issue related to sensor pairing rather than a device failure.